Event description:
During a surgical procedure the dr. Was using new equipment for the first time for its hemostatic valve. The dr. Felt he had to desiccate more than usual to stop the bleeder, but that there was not harm to the pt due to it.